Event description:
Family member called on 2/02 alleging that pt's one touch profile meter was giving inaccurate high readings. Pt tested themselves at about 11 pm on 1/02 and got 140 mg/dl. Five minutes later pt passed out. Family member called the paramedics and they got to their house in 3 minutes. Pt tested 12 mg/dl on their meter. They also tested pt on their one touch profile meter with a reading of 119 mg/dl. Pt was given IV glucose. Pt was cleaning the meter incorrectly. Unable to contact the customer to obtain more info.